Event description:
On (B)(6) 2018, the recipient underwent skin flap surgery due to dehiscence of skin at the implant site. The recipient experienced an infection and full thickness skin dehiscence at the implant site. On (B)(6) 2019, the recipient's device was reportedly explanted. On (B)(6) 2020, the recipient was reimplanted with another advanced bionics cochlear device. The recipient is doing well. The recipient¿s device was reportedly lost and will not return to advanced bionics for analysis.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. A review of the device history record was completed and no anomalies were noted.  This is the final report.